Event description:
Distal radiolunar joint impingement occurred following implantation of an aculoc distal radius plate; explantation was performed. Reported in the journal of bone and joint surgery (2011; 93:328-35).